Event description:
Clinical notification received for revision due to infection. Date of implant: (B)(6) 2020. Date of revision: (B)(6) 2022. Left knee. Femoral component, tibial component, insert, and patella were removed.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Update received on 27-july-2021, did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b1 (is product problem), b5, d10 and h6 (clinical codes) corrected: d6b and h6 (device code).

Event description:
Medical records received: primary operative notes on (B)(6) 2020 indicate the patient received a left total knee replacement due to osteoarthritis. The surgery was completed without indication of complication by the surgeon. Revision operative notes on (B)(6) 2022 indicate the patient received a left total knee revision due to infection. Upon entering the joint, an abscess, joint contracture, and scarring was encountered and removed to the best ability. The femoral component was noted to be loose at an unknown interface. The surgery was completed without indication of complication by the surgeon. Operative notes on (B)(6) 2022, indicate the patient received a stage 2 of 2 re-implantation as the infection had cleared.